Event description:
In 2008, the lay user/pt contacted lifescan alleging that her one touch ultra meter reverted to the setup mode after she removed/replaced the battery. Per the owner's manual, one may need to update the meter settings after the battery is removed/replaced. The customer care advocate resolved the issue with training. Replacement products were still sent to the pt. The pt was unable to recall when the alleged issue first occurred. After this issue began, she cont'd taking her usual diabetes medications (metformin) and developed symptoms of frequent urination, hunger, and dry mouth. However, it is unclear if she developed the symptoms before or after she took her usual diabetes medications. She did not test on another device nor did she receive any medical intervention. It would be helpful to know how often the pt tests on her meter, when she last obtained a successful meter reading, and how long she had been unable to test with the meter due to the alleged meter issue. It would also be helpful to know when she developed her reported symptoms, what occurred prior to the onset of her symptoms, such as her activity levels, meals, meter readings, and medications, and if her symptoms went away. There was no indication that the product malfunctioned since the alleged issue was resolved with training. However, this complaint is being reported because the pt allegedly developed symptoms suggestive of hyperglycemia including frequent urination, hunger and dry mouth after her meter reverted to the setup mode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.